Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (1825034).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (1825034).

Manufacturer narrative:
(B)(4). D6a: implant date: 2024. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two weeks post-implantation, the patient underwent a revision due to a fall and bone fracture. The original stem was explanted and a longer stem implanted. Attempts have been made and no further information has been provided.